Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade lv. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d9, h3, and h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade lv. Healthcare professional later reported periprosthetic fluid collection in the left breast via cytopathology. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade lv. The device remains implanted.

Manufacturer narrative:
Correction to h6 adverse event problems in the initial medwatch: f1903 device explantation and b17 device not returned were reported in the initial medwatch, but the device was still implanted at that time. F1903/b17 should not have been submitted and b20 should have been submitted instead. Device explant has only been confirmed recently, f1903 & b17 are being re-submitted in this report. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV; "periprosthetic fluid". Additional, changed, and/or corrected data: b5, b6, d6b, e1, h6, h11.

Event description:
Healthcare professional reported left side capsular contracture, baker grade lv. Healthcare professional later reported "left breast, periprosthetic fluid with marked lymphohistiocytic infiltrate". The device has been explanted.